Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "bleeding from non-absorbable suture erosion from 2019 to 2026. One patient involved. Remedial actions taken subsequent to the incident: suture excised." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.